Manufacturer narrative:
It was reported that a patient with a pdc had requested that the implant be removed. On (B)(6) 2022, the surgeon removed the pdc implant and fused the patient with a stalif c-ti cage. A DHR review could not be completed as the part number and lot number were not provided and could not be traced. Complaint trending found that the rate of complaints is at the lowest possible level of improbable. A review of the risk assessment found that the risks associated with this complaint are identified to an acceptable level. The implant was not returned for evaluation. No anomalies were found during the investigation that related to the complaint, the cause for the for the removal is unknown. This submission is 1 of 1 devices involved in this event.

Event description:
Patient was implanted with an unknown pdc device by the surgeon. The patient requested to have the pdc device removed. The surgeon removed the device on (B)(6) 2022. Surgeon indicated that the patient did not have any symptoms or complications and that there was no malfunction of the device.